Event description:
The customer reported that while the first iabp (serial number (B)(4), MDR 2249723-2014-01278) was in use on a patient, the iabp generated a "leak in iab circuit" alarm and the iabp went into standby. The customer switched the patient to another iabp ((B)(4)) and this iabp generated a "leak in iab circuit" alarm and went into standby. The customer replaced the iab and switched the patient to a third iabp and continued therapy. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative observed multiple occurrences (9) of "leak in the iabp circuit" alarms stored in the error log. Leaks in the iab will cause the iabp to go into standby. The company representative tested the iabp to factory specifications and performed the safety tests. The iabp functioned normally and was returned to the customer. (B)(4). Related complaint: (B)(4) MDR 2249723-2014-01278.